Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the needle mechanism did not deploy as intended during activation.

Manufacturer narrative:
Nothing was found that would suggest a needle mechanism failure has occurred: the device ran for (B)(4) pulses, administered multiple boluses, and maintained a steady basal rate throughout the run. Data downloaded from the device indicates the device ran for 984 pulses before returning an 0x6a occlusion alarm. No damages or defects found that would contribute to an occlusion alarm. The root cause of the alarm could not be determined.